Manufacturer narrative:
The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Upon receipt at our quality assurance laboratory, the fiber was analyzed. Visual analysis identified a circumferential fracture at the distal side of fiber/cap fusion zone at the bevel edge which likely may result in forward firing. The glass cap exhibits severe devitrification at output window. Fiber tip devitrification is normal degradation of the fiber which occurs through use of the fiber. It is caused by heat accumulation at the fiber tip causing the glass at the firing window to crystallize. The metal cap exhibits severe detritus adhesion on surface, indication of prolong tissue contact. The fiber was functionally with the hene laser fixture, and there are no signs of breakage along the length of fiber. The connector cone, segments, and tabs appear in good condition and secured. The fiber connector passed the signature verification fixture test. The observed condition of the fiber is consistent with fiber that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. These factors are likely to cause the noted circumferential fracture. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. Therefore, the investigation is assigned a conclusion code of unintended use error caused or contributed to event. The interaction between the user and device, caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that during a photo selective vaporization of the prostate procedure the fiber was continuously going into standby mode. The procedure was completed with a second fiber without clinical consequences to the patient. Analysis of the returned device identified that the glass cap has a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. The potential for forward firing may exist.